Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01443. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400s (pc400s) and a penumbra coil 400 detachment handle (handle). During the procedure, the physician was unable to detach a pc400 using the handle; despite aligning the markers on the pc400 pusher wire and the microcatheter. The physician manipulated the pc400 to adjust the position of the microcatheter; however the pc400 was still unable to be detached using the handle. The physician reported hearing an irregular sound while pulling the lever of the handle. The physician then opened a new handle, and successfully detached the same coil with the new handle. The procedure continued using additional pc400, the new handle, and the same microcatheter. There was no report of an adverse effect to the patient.